Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing pressure breakdown over the anchors at the anchor site due to patient chronically in bed in the supine position. Ultrasound surveillance of a blister over the left lumbosacral region shows the left spinal cord stimulator lead anchor underneath the skin. There has been a breakdown of the adipose tissue consistent with a pressure sore. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the revision will not be performed. No immediate course of action at this time.

Event description:
A report was received that the patient was experiencing pressure breakdown over the anchors at the anchor site due to patient chronically in bed in the supine position. Ultrasound surveillance of a blister over the left lumbosacral region shows the left spinal cord stimulator lead anchor underneath the skin. There has been a breakdown of the adipose tissue consistent with a pressure sore. The patient will undergo a lead revision procedure.